Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of overinfusion could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
The patient received approx.. 300ml of fluid (3kg patient), resulting in fluid overload. The patient required additional medications and supports to manage the fluid. It is unknown what the long-term effects are for the patient as the patient has other medical complexities that they are also managing. No additional information provided

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was over infusing the following information was received by the initial reporter with the following verbatim at approx. 2100, patient received approximately 297ml of d10.45 via a large infusion IV pump over 45 minutes. The pump was programmed at 7ml/hr. The neonate continues to struggle with the excess fluid it received. After the incident the IV pump, channel and tubing were secured and brought to clinical engineering for testing. No issues were found with any of the devices involved. The pump log was also examined and confirmed that the IV rate was programmed at 7ml/hr as ordered.